Event description:
Customer reports via phone that during vascular procedures, the luer nut either blows off the syringe or the cook connection tubing is blown off the tip of the syringe.

Manufacturer narrative:
Root cause identified: no. Defect was not confirmed. Conclusions: device history record was reviewed and no non conformances were found during mfg process. Corrective actions: no corrective action was assigned.